Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the reload did not bite well on the tissue upon firing; malformed staples. The cut line was complete. There was no slippage of the tissue. No patient consequences reported.